Event description:
It was reported that there was a gradual decline in r wave amplitude. No evidence of noise with pocket stimulation or isometric movements. Device was reprogrammed. The following week on (B)(6) 2017, the device was explanted and lead was capped. The patient was stable at all times with no adverse consequences noted.